Manufacturer narrative:
Visual and functional analysis of the returned ipg db-1200 serial number (B)(6) revealed normal device characteristics. All impedance measurements were within the expected range on all ports. Visual inspection of returned lead extensions revealed extensive damage where the lead extension tail enters the lead extension header. All internal conducting cables were pulled out of the lead extension header with their tips exposed. Lab analysis confirmed the damage was due to the devices experiencing excessive tensile force where the lead extension tail enters the lead extension header. Furthermore, engineers determined the reason some impedance measurements appeared to be within expected limits was due to exposed conducting cable tips that were still in contact with patient tissue. This is in line with how the system is designed to check the impedance of tissue in the circuit path. In this case, the tips of severed cables were still touching human tissue in chest area causing the measured values to be within expected range. This was also confirmed by placing the exposed end of the severed wires in a saline solution and measuring the impedances. Additionally, lead extension nm-3138-55 serial number (B)(6) revealed contact number seven and its spacer along the proximal array were crushed and damaged. It appears that proximal array of the lead extension moved due to the device experiencing excessive tensile force along the lead extension body, causing misalignment of the contacts and the reported high impedances on the top three contacts. A review of the instructions for use (IFU) revealed patients with dystonia require careful monitoring for increase in symptom severity. Life-threatening status dystonic storms rarely occurs but may be triggered by the loss of dbs therapy. Additionally, failure or malfunction of any of the device components, including lead or extension breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches are known risks with the use of dbs system.

Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized due to a suspected dystonic storm. Initially, the physician did not attribute the event to the dbs system due to the impedance check only showing three contacts with high readings. However, x-ray and computed tomography imaging revealed both extensions had been detached from the header at the lead end. The patient underwent a revision procedure wherein the leads and implantable pulse generator (ipg) were replaced and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6) , batch: (B)(6). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6) , batch: (B)(6).

Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized due to a suspected dystonic storm. The patient's dbs system appears to be working with high impedances on three contacts. The patient had x-rays taken for their dystonic storm issue, which revealed that the lead extensions were damaged and detached from their headers at the lead end. The patient underwent a revision procedure to explant and replace the ipg and two lead extensions. The patient was doing well postoperatively.